Event description:
An international distributor contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 they were contacted by a patient who experienced abnormal transmitted behavior on (B)(6) 2014. The international distributor reported on behalf of the patient that, upon sensor removal, patient saw marks on their skin where transmitter had been. No medical intervention was necessary.